Manufacturer narrative:
The pod was received with the soft cannula deployed and the formed needle partially visible in the exposed portion of the soft cannula, though not visible outside of the needle well, indicating that the formed needle was fully retracted. No damages or manufacturing deficiencies were observed to the needle mechanism components that would result in a failure to fully retract. Though the pod was received with the formed needle fully retracted, it could not be determined when the formed needle fully retracted. The cause of the reported formed needle did not retract could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they had a pod where the needle did not retract from the cannula after activation.